Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not communicate with the printer as usual, and it was taking a long time to print. The programmer was overheating when using a universal serial bus (usb), and a serious error message appeared. The programmer was able to boot again after it was allowed to cool down. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported intermittent printer, error message, and overheating. The printer, micro processor unit (mpu), and power supply were all replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.